Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.